Event description:
It was reported that the patient presented for scheduled follow up in clinic. Noise reversions were noted and echocardiogram leading to intermittent noise chatter on the ventricular lead resulting in oversensing and occasional inhibition. The patient was stable during and post follow up with no adverse consequence. The physician will refer patient to surgeon for follow up. No additional information was available.

Event description:
New information states that the lead was capped and replaced on (B)(6) 2017. The patient was stable prior during and after the procedure.

Manufacturer narrative:
(B)(6).